Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217386523 was returned and analyzed. Visual inspection showed the shaft was broken at the lemo connector connection. No electrocardiogram (ECG) signal wires were broken inside the shaft. Since the shaft was bent, the shaft integrity was already weakened and may have broken off during the transport. Since the shaft broke, the analysis on the signal issue cannot be performed. The reported ¿mapping catheter shaft was found kinked¿ issue was confirmed through visual inspection. The mapping catheter failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter shaft was found to be kinked. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.